Event description:
Event description guidant received information that upon interrogation, noise was noted on the atrial channel. It was also stated that the atrial lead impedance measurement was greater than 3000 ohms. The patient does not recall falling or being injured.